Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a cycling and shocking overstimulation sensation "for a moment," while walking. The patient also experienced an increase in pain, with "different pain patterns," about one month ago following some strenuous activity. At the end of the day, the patient had urinary incontinence with urgency and frequency. It was later reported that while the implantable neurostimulator was turned on, the patient changed position and then felt as though the device turned off resulting in an increase in pain. This began one week ago. The patient denied the occurrence of any falls. It was further reported that the neurostimulator turned on and off while the patient was walking. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.